Manufacturer narrative:
Corrected data: explant date was (B)(6) 2017, not (B)(6) 2017 as previously reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort when placing the paddle over the ipg site. As such, the patient underwent surgical intervention at which the ipg was explanted and replaced with a different model.